Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress was applied to the bending section during device handling by the user, as a result, the suggested event occurred. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope gif/cf/pcf-190 series operation manual_ important information ¿ please read before use_ warnings and cautions_ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for inspection. The third party reported back to olympus with the evaluation results. The customer¿s allegation was confirmed. A faulty curved rubber bending section cover, or distal sheath has been cut, ripped, or torn and metal has popped out. Additionally, the following finding of the insertion tube being wrinkled was also identified. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer called into olympus and reported the evis exera iii gastrointestinal videoscope, insertion tube had broken. The intended procedure was diagnostic. The procedure was completed using a similar device. There was no patient involvement. There was no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated and confirmed by a third party, and confirmed the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.